Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this device and right ventricular lead were implanted using a subclavian puncture and 9f introducer. A stable apical position in the right ventricle was found. Measurements obtained with the pacing system analyzer revealed the lead did not capture appropriately. In addition, impedance measurements were high out of range. Fluoroscopy confirmed the helix was extended. An attempt to reposition this lead to a more optimal position was performed, however similar out of range impedance measurements were obtained. A decision was made to replace the lead. The lead was replaced and this device remained implanted and in service. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.